Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, error code cf0b occurred. An alternate device was employed for the procedure. No other details regarding the event were provided. There were no reported adverse consequences to a patient as a result of this event.